Event description:
It was reported that the rotapro became stuck with the rotawire. A 1.25mm rotapro atherectomy catheter and a rotawire were selected for an atherectomy procedure. Stent rotational speed was 180k rmp and maximimum observed speed was 180k rmp. During the procedure both the rotapro and rotawire became stuck to each other. Both devices were removed from the patient as one unit. The procedure was completed with another rotapro and rotawire. No patient complications were reported.

Event description:
It was reported that the rotapro became stuck with the rotawire. A 1.25mm rotapro atherectomy catheter and a rotawire were selected for an atherectomy procedure. Stent rotational speed was 180k rmp and maximimum observed speed was 180k rmp. During the procedure both the rotapro and rotawire became stuck to each other. Both devices were removed from the patient as one unit. The procedure was completed with another rotapro and rotawire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. In order to determine the functionality of the rotapro device, a test rotawire was used as the rotawire used in the procedure was not returned. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Product analysis did not confirm the reported events, as there were no damages or defects identified that would be attributable to a stuck rotawire, and the test rotawire was able to be fully inserted and removed with no resistance or issues.